Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump display was blank. The roller pump was controlled locally and on the central contor monitor (ccm) throughout the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the user reported an issue with their heart lung machine (hlm) during cpb. They stated that the screen went blank on their blue suction roller pump. The pump could still be controlled locally and on the ccm. Since the pump could still be controlled locally from the ccm, they did not change out the pump. There was no delay to the procedure, the surgery was completed successfully, and there was no injury or blood loss.

Manufacturer narrative:
The field service representative (fsr) addressed the intermittent roller pump display issue. The fsr replaced the roller pump and performed release testing. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the roller pump display. Verification/release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.